Event description:
It was reported that the procedure was to treat a right brachial fistula with mild calcification. The armada 35 balloon catheter was advanced, without resistance, to the target area. During the third or fourth inflation, the balloon ruptured at 14 atmospheres (atm). No issues had been noted during preparation of the device. Another armada 35 balloon was used with success. There were no adverse patient effects. There was no clinically significant delay of procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported balloon rupture was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product deficiency. It was reported that the device was used to treat a right brachial fistula. It should be noted that the armada 35 instructions for use states: the device is intended for dilatation of lesions in the renal, iliac, femoral, popliteal, tibial, and peroneal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. This device is also indicated for stent post-dilatation in the peripheral vasculature.